Event description:
Reporter stated that customer received the following results on 2 different meters within 2 minutes: 238 mg/dl (mobile system) and 106 mg/dl (aviva nano system 1). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the aviva nano system 1. Reference medwatch with patient identifier (B)(6) for the mobile system.